Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the laparo-thoraco videoscope exhibited image blackout. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not specify the root cause of the blackout in image. However, it was presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Additionally, it could not specify the root cause of the peeling off of the glue from the objective lens. However, it was presumed that the defect was caused by external factors, or handling. The following is included in the instructions for use (IFU): event 1: blackout in image. The instruction manual, ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Event 2: glue of objective lens peeled off. The instruction manual, ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.